Event description:
Per the clinic, the patient experienced a performance decrement with device use and the device was explanted (B)(6), 2014 and reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed june 26, 2014.